Event description:
It was reported that the user experienced intermittent difficulty unlocking the ilet, with the screen sometimes not responding, and a firmware update was identified and completed during the call. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status or need for medical care. Investigation included remote troubleshooting and user education, including verification and installation of available firmware updates. Investigation of this case revealed a probable software-related screen responsiveness issue that was addressed by updating the device firmware. It was concluded, based on previously established findings for similar reports, that the cause was software performance consistent with known behavior remediated by firmware update.